Event description:
During evaluation of a returned homechoice device, a high drain error 105 alarm was identified in the log. The alarm occurred on (B)(6) 2014 13:07:59 during night cycle five. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.